Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of a damaged needle was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. One photograph showed an IV catheter that was discolored near the tip, which was consistent with material inside the catheter tubing. The composition and source of the material inside the IV catheter could not be determined from the photograph. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the assistant is about to puncture with the 24-gauge venous catheter, there is no return, so she removes the catheter and observes that the needle is broken, leaving part of the needle in the catheter and causing an obstruction. According to the above, it is analyzed as an isolated case, since there are no other mandrills with failures, it is a non-serious iai and did not cause damage.